Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The nozzle unit of the air gas module was found defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The device logs were not received and no parts have been returned for investigation. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the nozzle unit of the air module was broken. There was no patient involvement. (B)(4).